Event description:
It is alleged that during a case, the hook broke off at the tip of the scalpel electrocautery and the remaining spring piece could not be removed from the tip. No adverse events to the patient were reported.